Event description:
It was reported that the user experienced hyperglycemia while on the ilet, with an earlier glucose around 400 and a current glucose of 103, after concerns that the pump was not delivering insulin; the user had recently changed supplies, used an inset, administered outside insulin at an unknown time, and went on backup therapy while additional training was assigned, with available reports indicating maladaptation due to ghost meal announcements and pausing insulin delivery. Symptoms included hyperglycemia without reported associated clinical symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user or caregiver and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information regarding a specific device component, and the device problem remains insufficiently characterized. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.